Event description:
This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-1508) in united states on 25-oct-2015 and it was identified during monitoring of postings an FDA hosted docket website which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in (B)(6) 2012. Additional information received on 17-nov-2015. Consumer stated that a little over a year and a whole lot of new-health issues later in (B)(6) 2014 she had a partial hysterectomy. She still suffer from extreme pelvic pain, extremely painful sex, headaches and weight gain. Product technical complaint (ptc) investigation result received on 17-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between the reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was submitted to a partial hysterectomy approximately 1 year after essure (fallopian tube occlusion insert) insertion. According to her, after this procedure she still suffers from extreme pelvic pain. The reported event is listed according to essure's reference safety information. Pelvic pain may occur with essure therapy. Additionally, when essure removal is required a salpingectomy or hysterectomy are usually required. In this case, consumer's pain persisted after a partial hysterectomy. Although this information could suggest a negative dechallenge; since limited information was provided and as it is unclear if essure/fallopian tubes were removed during this procedure; causality with the suspect insert cannot be totally excluded. Therefore; this case was regarded as incident. Non-serious events were also reported. Based on the available information no product quality defect was confirmed/identified. In summary, based on the available information there is no reason to suspect a causal relationship between the reported medical events and quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs